Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6), 2012, to remove excess skin and to replace the abutment with a longer one.

Manufacturer narrative:
(B)(4): implanted device remains.